Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Battery consumption of 328%, root cause was not determined. The remaining longevity had decreased from seven years remaining on 2019, to one year remaining at the most recent follow up on (B)(6) 2020. The local field representative indicated that this device has been replaced and is no longer in service, explant date is still unknown. No further adverse patient effects have been reported. This device is expected to be returned for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Battery consumption of 328%, root cause was not determined. The remaining longevity had decreased from seven years remaining on 2019, to one year remaining at the most recent follow up on (B)(6) 2020. The local field representative indicated that this device has been replaced and is no longer in service. No further adverse patient effects have been reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.